Event description:
The customer reported that there was no audio at the philips information center ix (pic ix) central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.